Event description:
During baxter's evaluation of a spectrum pump, it had a malfunctioning keypad. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the malfunctioning keypad with an intermittent keypad response, which was experienced during evaluation. The #1 key worked intermittently. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.